Event description:
A hospital in (B)(6) reported to fisher & paykel healthcare's branch office in the united states that the iw910jeu infant warmer did not pass the power fail test. The unit did not issue any audible alarms. No patient consequence was reported.

Manufacturer narrative:
(B)(4). Device manufacture date: the subject iw910jeu infant warmer was manufactured in 2000. The pcb component of the complaint infant warmer unit is currently en route to fisher & paykel healthcare for examination. We will submit our findings in a follow-up report following receipt of the device and completion of our analysis.